Event description:
The customer reported that the device powered up in configuration mode. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device powered up in configuration mode. No patient involvement was reported. The customer evaluated the device with the philips response center staff. The issue was localized to a bezel assembly failure. The bezel assembly was replaced to resolve the issue. The device remains at the customer site. We are considering this a malfunction of the bezel assembly.